Event description:
It was reported that the pt was implanted with a helex septal occluder in 2009. At a follow-up examination, the physician noted a residual shunt across the defect. In a reintervention performed three months later, the physician attempted to cross the defect and deploy a second occluder on the septum. The physician was able to cross the defect with a wire; however, he was unable to advance the catheter through the septum. After several attempts, the device was withdrawn. The physician decided that the pt would be re-evaluated in six months to allow for tissue endothelization to close the residual leak. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing records was conducted. The device remains implanted, so no device evaluation could be conducted. The review of the manufacturing records verified that the device met all pre-release specifications.